Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast surgery with unknown size unknown saline implants and experienced breast implant illnesses with more than 60 symptoms postoperatively. As a result, the devices were explanted at an unknown date. This report is for one of the two effected devices.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that incorrect initial reporter was reported under initial submission. It has been corrected on this form under section e. This supplemental report is for one of the two effected devices. Manufacturer¿s reference number: (B)(4).